Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the cause of the worsening respiratory condition was unknown; however, there was no causal relationship to the valve. The cause of death was sepsis. Per the physician, the valve did not cause or contribute to the patient's death. Per the physician, the dissection did not cause or contribute to the patient's death.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, while recovering, the patient reported back pain. Subsequently, a computed tomography (CT) scan was performed, revealing a dissection in the ascending aorta. Surgical intervention was performed to address the dissection. Approximately 1 week later, the patient was re-evaluated, and it was observed that the patient's respiratory condition had worsened, and they were subsequently re-intubated. Approximately 1 week later, the patient died due to an unspecified infection. Additional information was received indicating that the cause of the worsening respiratory condition was unknown; however, there was no causal relationship to the valve. The cause of death was sepsis. Per the physician, the valve did not cause or contribute to the patient¿s death. Per the physician, the dissection did not cause or contribute to the patient¿s death. Additional information was received that clarified surgical intervention was not performed. Additional information was received that prior to the implant procedure of the transcatheter valve, the patient's blood pressure was load. Following the procedure, the patient's blood pressure was controlled with antihypertensive medication. It was clarified that patient was placed under observation for the dissection, and there was no treatment/intervention.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-23}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date (B)(6) 2025; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, while recovering, the patient reported back pain. Subsequently, a computed tomography (CT) scan was performed, revealing a dissection in the ascending aorta. Surgical intervention was performed to address the dissection. Approximately 1 week later, the patient was re-evaluated, and it was observed that the patient's respiratory condition had worsened, and they were subsequently re-intubated. Approximately 1 week later, the patient died due to an unspecified infection.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, while recovering, the patient reported back pain. Subsequently, a computed tomography (CT) scan was performed, revealing a dissection in the ascending aorta. Surgical intervention was performed to address the dissection. Approximately 1 week later, the patient was re-evaluated, and it was observed that the patient's respiratory condition had worsened, and they were subsequently re-intubated. Approximately 1 week later, the patient died due to an unspecified infection. Additional information was received indicating that the cause of the worsening respiratory condition was unknown; however, there was no causal relationship to the valve. The cause of death was sepsis. Per the physician, the valve did not cause or contribute to the patient¿s death. Per the physician, the dissection did not cause or contribute to the patient¿s death. Additional information was received that clarified surgical intervention was not performed.